Event description:
It was reported that during surgery the surgeon reported that the lead insulation was falling off into their hand. The surgeon reported the lead was kinked and had a hard twist. When the surgeon was attempting the straighten the lead, the insulation was reported to have fallen off. The explanted lead has not been received to date. No additional relevant information has been received to date.

Manufacturer narrative:
F10. Event problem - device code - correction - code 1260 should have been used on the initial MDR. H6. Evaluation codes - results - correction - code 3252 should have been used on the initial MDR. H6. Evaluation codes - conclusions - correction - code 4307 should have been used on the initial MDR.

Event description:
It was reported the patient had a full revision performed. It was reported that the patient was impedance was within normal limits prior to surgery. The replacement generator was implanted and normal output current was observed. The lead pin was verified to be fully inserted. After the patient was closed, high impedance was observed. It was reported that a lead revision was then performed after a lead fracture was observed by the surgeon. The explanted devices have not been received to date. No additional relevant information has been received to date.